Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) pacing and shock impedances on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed that there was only one single excursion of oor impedance measurments, and all other lead measruments were within normal limits. This ICD and rv lead remain in service. No adverse patient effects were reported.